Event description:
It was reported that the user experienced repeated insulin occlusion alerts while running errands, which resolved only after changing all infusion supplies, including a teflon infusion set, and placing the ilet on the charger; the user planned to reconnect afterward, and no bent cannula or air bubbles were noted, indicating a mechanical problem affecting insulin delivery. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation of this case revealed a mechanical problem consistent with an occlusion that was resolved after supply replacement. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.